Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger, serial #(B)(4), found the cable assembly connector pins broken. (B)(4).

Event description:
The consumer reported that the desktop charger connector pin pulled the pin out of the recharger. The ac adaptor had a broken connector pin as of (B)(6) 2016. This was not an out of box failure. The consumer was also having problems when trying to charge in (B)(6) 2016. She called the manufacturer representative (rep) and he told her the recharger would be fine. However, the patient was unable to charge the implantable neurostimulator (ins) and at that time had difficulty getting out of a chair without help due to a loss of therapy. The ins was depleted on (B)(6) 2016. The consumer later stated that the ins showed 100% on the programmer, but she expected it to be less and the ins had shown 100% before it was fully depleted at an earlier time. The healthcare provider (hcp) was able to successfully charge the patient on (B)(6) 2016 and resolved the issues. The consumer also mentioned setting one of the patient's sides to 5.0 volts, but it later showed 3.0 volts so she adjusted it back to 5.0. The patient's indication(s) for use were movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.